Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419478 rv lead, implanted (B)(6) 2006. (B)(4).

Event description:
It was reported that the right atrial (ra) lead triggered a lead warning for high impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the ra lead exhibited high threshold. The lead was capped and replaced.